Manufacturer narrative:
Patient weight: weight reported as (B)(6) kg. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of cerebrovascular accident is listed in the emboshield nav6 instruction for use (IFU), as a known possible adverse event that may be associated with the use of the device. The treatment with medications was related to case circumstances as the stroke was treated with tissue plasminogen activator. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat the right internal carotid artery. A 9x40mm xact stent was successfully implanted. While the emboshield nav6 was in place, the patient had a stroke. The stroke was treated with tissue plasminogen activator. Per the physician, there was no device malfunction with the xact or emboshield nav6. No additional information was provided.